Event description:
Boston scientific received information in (B)(6) 2015 that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2015. The patient's medical history was significant for pocket site dehiscence and drainage. Blood cultures were positive for staphylococcus aureus. The device and electrode were explanted due to infection without difficulty. The patient was discharged on (B)(6) 2015.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.